Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hyperglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were giving themselves insulin based on the cgm reading in the 300¿s. He stated the readings on the dexcom were not accurate, so he went to the hospital. He stated they checked his blood sugar at the hospital and it was in the 600¿s. He was admitted and was treated with four bags of fluid and insulin. At the time of contact, the patient was still trying to get his blood glucose levels under control. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional event or patient information is available.